Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "not doing it properly". The same day as event onset, the patient was hospitalized for the peritonitis event. The patient was treated with meropenem injection (1gm daily, for 14 days, route not reported) and vancomycin injection (1gm after five days, for 14 days, route not reported), for the event. Dianeal therapy was ongoing. At the time of this report, the patient has recovered from the event. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.